Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (remove the strips from the original vial and place them in the carrying case). Note: manufacturer contacted customer on 4/21/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer is no longer experiencing symptoms and no medical attention reported.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The customer is concerned with tests results from e-3 results obtained and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling sick and having blurry vision. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date are undisclosed. The meter memory was not reviewed for previous test result history. Customer states that he had to go the doctor yesterday because his diabetes was very high. Customer states that his glucose was up to 582mg/dl and the doctor increase his insulin. Customer is no longer experiencing symptoms.